Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:¿ fingerprint¿ or ¿abrasion¿¿.

Event description:
Healthcare professional reported "noticed a "fingerprint" or "abrasion" on the implant". Device was not implanted.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ delivered as unsterile product: observed scuff mark, however, it is within of specification. As per the investigation procedure, creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "noticed a "finger print" or "abrasion" on the implant". Device was not implanted.